Event description:
It was reported by provider that in fault log there are numerous e700 error codes, joystick fault. Joystick recall replaced (B)(6) 2013. Provider states the tdxsp-cg power chair is in a residential home and will power on but will cut off. Provider states no property damage or injury alleged. No further information provided.